Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was undergoing valve replacement and epicardial lead addition. Chronic atrial lead was tested and no capture at high output and low sensing was observed. Before the procedure, the capture threshold was 0.7v at 0.5ms and sensing was greater than 5 mv. The lead was turned off. The patient was stable.